Event description:
Follow up information received identified the patient was treated with antibiotics, and the infection has resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during surgery to revise the patient's scs ipg pocket, when the physician opened the pocket the surgeon suspected the pocket was infected. The physician repositioned the patient's scs ipg from dorsal to ventral. In addition, the physician removed some tissue/liquid for further examination, results unknown.